Manufacturer narrative:
Concomitant medical products: fr99527 tissue valve, implanted: (B)(6) 2006; 388928 urinary lead, 3058 urinary ipg, implanted: (B)(6) 2013; addr01 ipg, implanted: (B)(6) 2014. Initial reporter occupation: nurse practitioner. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing during atrial high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.